Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Customer's blood glucose level was 96 mg/dl. Troubleshooting for off no power was performed. Customer advised there were two threshold suspend alarms left unattended which may have drained the battery. Customer was advised to monitor the insulin pump.